Event description:
It was reported that intermittent audio output occurred. The patient's mother stated she went into the kitchen and found the patient on the floor and was hypoglycemic. The dexcom receiver was displaying 50 mg/dl and it was reported that there was no audio alert. The patient's mother provided the patient orange juice and glucose tablets. The patient recovered afterwards and it was reported that her blood glucose increased after treatment. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.